Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step. Reportedly, the customer was trying to load an empty cartridge for "almost an hour" resulting in the customer¿s blood glucose (bg) level increasing to display as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the customer would load a new cartridge and was able to resume insulin delivery.